Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files sent for review captured controller clock corrupt. It appeared the clock was re-set on 03jan2025. Review of the periodic log file indicated that the patient system controller was exchanged to (B)(6) where it remained connected to the pump with the clock not set for 3 months. The clock was set at the end of the log file. The event log files captured low flow events. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. These flow readings did not appear to be the result of any external equipment malfunction. Further review of the log files indicated that the lvad clock was reset which can indicate total loss of power and a pump stop.

Manufacturer narrative:
Sections d3 and g1: manufacturer information corrected. Section d6a: date of implant corrected. Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files revealed that the lvad clock was reset, indicating total loss of power and a pump stop. This event is associated with the controller exchange on (B)(6) 2024 that is covered in the controller investigation (see MFR #: 2916596-2025-01527). Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.